Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's sister reported via phone call that customer was hospitalized on unknown date due to high blood glucose level. The blood glucose level of customer was 500 mg/dl. It was unknown that customer was using insulin pump within 48 hours of reported incident. It was unknown that auto mode feature was active at time of incident. Customer had given fluids. The insulin pump will not be returned for analysis.